Event description:
It was reported by the customer that their insulin pump was alarming button error during bolus. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue of device and revert to back up plan. Customer's blood glucose level was 61 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No unexpected audio or beep or button error alarm noted during testing. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).